Event description:
It was reported that in an attempt to use the device on a pt the unit failed to deliver energy. After rebooting, the device functioned properly. The outcome of the pt is unk and no other pt information was provided.

Manufacturer narrative:
(B) (4). Physio-control attempted to obtain further information regarding this event; however, the customer was unable to provide any additional information on the reported problem. The biomed indicated that they had cleared the device for use and returned it to the surgery department. After several subsequent attempts to obtain further information regarding the pt's outcome or device evaluation results, no response appears to be forthcoming. The root cause for the reported failure cannot be determined.